Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on resection of the lung, the handle has been blocked. They changed the handle with another one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on resection of the lung, the handle has been blocked. The surgeon was able to press the green button and able to squeeze the handle. They changed the handle with another one to complete the case. There was no patient injury.